Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that the phone not receiving values. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion" labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined.